Event description:
It was reported that 6 weeks post hammertoe repairs, the pins had hardened and popped out of toes in both feet. The pins were removed in two separate times since one re-appeared about a week apart from the other. This device is used for treatment.

Manufacturer narrative:
The implants were not returned and the customer's complaint could not be verified. The lot number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. The cause of this event could not be determined from the information available and without device evaluation.